Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned

Event description:
It was reported that the pump reset unexpectedly. Customer resumed insulin delivery successfully. The customer's blood glucose (bg) level was "high", although a specific value was not given. The customer did not take any action to address bg level.